Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm with several gore® excluder® aaa endoprostheses (pxt261418/8862803, pxc161000/9053973, pxl161407/8919579). On (B)(6) 2015, a reintervention was performed to repair a type ii endoleak. A contralateral leg component (pxc141000/12231416) was implanted on the patient¿s left side. It was reported the endoleak was the result of an iliolumbar artery feeding the aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement.